Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted the root cause of the event was most likely due lack of bone cement, however examination of returned device was inconclusive.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to femoral loosening and polyethelyne liner wear. The femur, tibial tray, and bearing were removed and patient underwent a total left knee conversion. Additional information received in operative report noted patient was revised on (B)(6) 2015 due to femoral loosening, pain and loss of function. Operative report further noted synovitis, broken cement, fibrous tissue, and resorption of the femoral condyle.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015- 00658 / 00659).

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to femoral loosening and polyethylene liner wear. The femur, tibial tray and bearing were removed and patient underwent a total left knee conversion.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿loosening, of the implants can occur due to loss of fixation, non-union, bone resorption¿, ¿muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions¿ and ¿wear and / or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 00658 / 00659).